Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving 7.5 mg/ml dilaudid at 8.01 mg/day via an implantable pump for non-malignant pain. It was reported that a volume discrepancy occurred on (B)(6) 2017. The actual residual volume was 3 ml and the expected residual volume was 10 ml. It was stated that this was the first time the volume discrepancy had been this significant. It was noted the patient got refilled every month. No symptoms were reported, the patient was fine, had no complaints, and appeared "normal".

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID neu_refillneedle unknown implanted: explanted: product type accessory product ID neu_refillkit_acc unknown implanted: explanted: product type accessory. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional (hcp). It was reported that the hcp reread the pump and checked records from the last refill as troubleshooting. The volume discrepancy had been resolved and at the next refill everything was normal. It was reported that the cause of the volume discrepancy was that some medication leaked during the last refill where the needle attaches to the syringe. No further complications were reported/anticipated.